Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s aortic insufficiency, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Review of the submitted log files was unremarkable. There were no unusual alarms recorded and the device appeared to be operating as intended. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remained ongoing on ventricular assist device support until ultimately receiving a heart transplant on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) lists all of the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also warns the user that ¿moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the left ventricular assist device will not be able to provide the intended flow.¿ the relevant sections of the device history records for mlp-019687 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 5 entitled ¿surgical procedures¿ warns the user that ¿moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic with complaints of shortness of breath. Chest x-rays and speed change echocardiogram done. The speed was adjusted to 5800 rpm from 5900 rpm due to aortic insufficiency. Technical services reviewed the log file and noted multiple pi events. No further information was provided.